Manufacturer narrative:
It was originally reported that 1 device experienced unintended system motion; however, during a review of the event captured in MFR report # 0001831750-2020-00129, it was determined that device also experienced unintended system motion. Report has been updated to capture this event. The second device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.

Event description:
This report summarizes 2 malfunction events, where it was reported the device had unintended motion. There was patient involvement; no adverse consequences or clinically significant delays were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the zoom had unintended motion. There was patient involvement; no adverse consequences or clinically significant delays were reported.